Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during an incoming inspection on 30 sep 2019, the subject device did not have a patient identification card.

Manufacturer narrative:
Preliminary analysis revealed that the root cause of the missing patient identification card is most probably a human error during the final packaging process.

Event description:
Reportedly, during an incoming inspection on (B)(6) 2019, the subject device did not have a patient identification card.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an incoming inspection on (B)(6) 2019, the subject device did not have a patient identification card.